Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The rbc controls were running low when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve vl11a was cut. Pinch valve vl11a controls the delivery of diluent to the rbc baths. The fse replaced the tubing and the instrument ran without any leaks and passing all controls. (B)(4).